Event description:
It was reported that the patient was oliguric requiring continuous renal replacement therapy (crrt). The patient had worsening leukocytosis. A scan revealed gallstones and a thickened gallbladder. They continued to have worsening liver function. It was suspected that the patient may have had underlying liver disease with decompensation. It was possibly due to medication related hepatotoxicity or congestive hepatopathy. The patient received a drain in interventional radiology (ir) with subsequent low hemoglobin and hematocrit status post procedure. The patient then returned to ir for embolization of their left hepatic artery. The drain fluid was cultured and was positive for infection, from which the patient began to decline. The patient and family made patient do not resuscitate after an escalation of pressor support. The device was noted to have operated as expected. The patient's death was not device related.

Manufacturer narrative:
B5: additional event information. H6: health effect clinical and impact codes updated. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for investigation. The heartmate 3 lvas instructions for use (IFU) lists multiple types of organ failure and dysfunction (including right heart, respiratory, renal, and hepatic failure), infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart, respiratory, renal, and hepatic failure), infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiorgan failure after being placed in comfort care.